Event description:
Coiling treatment of a basilar tip aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken; when it broke, this likely led to the coil becoming detached.